Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer to report adverse events and product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history included hypertension and stroke without any sequelae (few years ago). Concomitant medications were not provided. The patient received insulin glargine (rdna origin) injections (abasaglar), from cartridge via a reusable pen (humapen savvio graphite), beginning on an unknown date. Dosage regimen, route of administration and indication for use were not provided. On (B)(6) 2017, he received humapen savvio graphite. On an unknown date in 2017, while on insulin glargine treatment, his blood sugar was high (300 or 400) (exact values, units and reference range were not provided). He was hospitalized on an unknown date due to the event for ten days. Since an unknown date, his pen was not working and he could not adjust the units properly (lot number: 1506v05, (B)(4)). He had loaded new insulin glargine cartridge. Approximately in (B)(6) 2018, his blood sugar values in the morning and midday were high again (values, units and reference range were not provided). He had an appointment on (B)(6) 2018. He had not recovered from the event. Further information regarding corrective treatment, outcome of first episode of high blood sugar and status of insulin glargine treatment was not provided. The patient was the operator of humapen and his training status was unknown. The model duration of use and suspect duration of use were not provided. The status of humapen was unknown and its return was not expected. The reporting consumer did not provide an opinion of relatedness between the events and insulin glargine treatment or humapen. Update 12jul2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary : a male patient reported that his humapen savvio device was not working and he could not adjust the units properly. The patient experienced increased blood glucose. Investigation of the returned device (batch 1506v05, manufactured june 2015) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer to report adverse events and product complaint (pc), concerned a 62-year-old male patient of unknown origin. Medical history included hypertension and stroke without any sequelae (few years ago). Concomitant medications were not provided. The patient received insulin glargine (rdna origin) injections (abasaglar), from cartridge via a reusable humapen savvio (graphite) pen, beginning on an unknown date. Dosage regimen, route of administration, and indication for use were not provided. On (B)(6)2017, he received humapen savvio (graphite) pen. On an unknown date in 2017, while on insulin glargine treatment, his blood sugar was high (300 or 400) (exact values, units and reference range were not provided). He was hospitalized on an unknown date due to the event for ten days. Since an unknown date, his pen was not working and he could not adjust the units properly (lot number: 1506v05, pc number: (B)(4)). He had loaded new insulin glargine cartridge. Approximately in (B)(6) 2018, his blood sugar values in the morning and midday were high again (values, units and reference range were not provided). He had an appointment on (B)(6) 2018. He had not recovered from the event. Further information regarding corrective treatment, outcome of first episode of high blood sugar and status of insulin glargine treatment was not provided. The patient was the operator of humapen savvio (graphite) pen and his training status was unknown. The model duration of use of use was not provided; suspect device approximately 13 months. The suspect device, which was manufactured in jun2015, was returned to the manufacturer on 16jul2018. The reporting consumer did not provide an opinion of relatedness between the events and insulin glargine treatment or humapen savvio (graphite)pen. Update 12jul2018: updated medwatch fields for expedited device reporting. No new information added. Update 24aug2018: additional information received on 24aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for pc (B)(4)associated with lot 1506v05 of a humapen savvio (graphite) pen. Corresponding fields and narrative updated accordingly.